Manufacturer narrative:
The device was returned as part of the asset return process, and olympus found the touch panel was not displaying an image, due to a faulty printed circuit board. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera elite ii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the touch panel was not displaying an image, due to a faulty printed circuit board. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correct e2, e3. Correction: e2, e3 as these fields were inadvertently not completed on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image on the touch panel occurred due to failure of the printed-circuit board. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.